Event description:
Document (B)(4). It started when I bought kotex u night time pads. I used it for the first time on saturday night and by monday I noticed a large bump on my left buttocks, by tuesday morning, I had a severe rash the exact same size and shape as the pad. I went to the dr who had to put me on 2 different antibiotics due to risk of staph infection. By wednesday, my rash has swollen 3 times the size and started seeping. My dr sent me straight to ER where they injected me with a steroid and sent me home on 2 different steroids. They told me not to return to work until monday due to significant infection, I called kotex/kimberly clark and spoke to (B)(4) who assured me that she's never heard of this; however, when I investigated I found that on kotex's own web site (www.community.kotex.com) that there are many people with similar horror stories. Now I have to go see a dermatologist tomorrow. After 2 drs appointments, and ER visit, over (B)(6) in medication and 2 days off work without pay I am furious, in extreme pain, embarrassed and highly disappointed from a feminine product that not only doesn't list the ingredients of their product, but appalled that feminine product do not have to label themselves as hypo allergenic or non-hypo allergenic. And fyi- I've never had any allergies or sensitivities prior to this so whatever kotex is using (made in (B)(6)) is obviously not safe for all women. Retailer: (B)(6). Purchase date: (B)(6) 2012. The product was not damaged before the incident. The product was not modified before the incident. Report#: (B)(4).